Event description:
During the treatment of a cto in the right coronary, asahi miraclebros 6 guidewire crossed the lesion and it arrived distally. At this moment, the guide wire get stuck in the calcified lesion. Physician tried to use an asahi's microcatheter corsair to create space for removing the guide wire. The guidewire separated at the level of the shaft, 35 cm from the tip. The proximal portion has been retrieved without any problem. The distal portion remained into the pt anatomy. The proximal end of the portion remained into the pt was free in the aorta. The physician tried to retrieve the guide wire portion with a snare without success. The physician inserted another guide wire and a balloon catheter, tried to create space in order to remove the miraclebros 6 guidewire. By using the balloon, the miraclebros 6 guidewire was pushed from the aorta into the right coronary. The portion of miraclebros 6 guide wire was fixed to the wall of the right coronary by using stents. No pt effects have been reported.

Manufacturer narrative:
We could not perform an evaluation because the device was not returned. From the provided information, it is presumed that, due to the guidewire manipulation applied to the guidewire of which tip is stuck by cto lesion, excessive bending force might be applied to the guidewire shaft located at the aortic arch, resulting to the shaft breakage when the accumulated force exceeded the product design limit. Because the device investigation could not be performed and shortage of provided information, detail could not be identified.